Event description:
Severe neck rigidity. Patient admitted with severe lower back pain with muscle spasms bilaterally and fever 2 days post -or- for discectomy which included gliotech gel placement prior to closure. Patient placed on antibiotics, dexc (and morphine for pain, methasone IV) x48 hrs. Bacterial meningitis ruled out. Diagnosis of aseptic meningitis made pt admitted 09/24, discharged 09/28. Symptoms resolved without further intervention.